Event description:
A bipap a30 silver series ventilator was returned to the third-party service center for evaluation. There was no patient involvement, and no harm or injury reported. During device evaluation, a ventilator inoperative error codes e-46 and e-47 were noted in the error log indicating the cpu cannot communicate with the flow sensor using i2c bus and cannot communicate with the pressure sensor using serial peripheral interface (spi) bus. Replacement of the device printed circuit board assembly is required to resolve this issue. No foam particles were confirmed inside the device. No repairs were completed because the device was requested by the customer to be scrapped. The device will be included in the fsn 2023-cc-src-039.